Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8336-70 serial #: (B)(4) description: coveredge 32, 70 cm 4x8 surgical lead the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing post-operative pain. The patient was prescribed medication but reportedly did not help. The patient underwent an explant procedure per physician's preference. No device malfunction was suspected. It was confirmed that the postoperative pain was procedure-related.